Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 112113 - the dentist reported that 3 months after the dental implant was installed it was verified its non-osseointegration. Immediate load was performed. The patient presented bone type iii. No further information was provided.